Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Mfg. Site name - (B)(4). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip did not come loose from the catheter following deployment. The procedure was completed with different device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was detached from the device. There was evidence that the device was fully deployed, as the yoke was returned detached from the control wire. The handle was disassembled for further analysis and no other issues were noted. Microscope examination was performed, and it was noted under high magnification that the clip wings were inside of the capsule windows, indicating that the first activation had been performed. The clip arms were observed to be misaligned. The clip was disassembled for further analysis and no other issues with the device were noted. The malfunction of the device has not been confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip did not come loose from the catheter after shooting. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.